Event description:
During treatment of a 2.5 mm severely calcified vessel, the physician got pedal access through anterior tibial (at) artery and went up into the posterior tibial artery (pta) using a non-csi/non-abbott wire and catheter. After the wire reached the desired position, it was exchanged with a diamondback 360 peripheral orbital atherectomy device (oad). The oad was initially spun at low speed without any complications, however, when spun at medium speed, the oad could only move forward and could not be pulled backward. There were no angiograms performed between runs. The physician attempted to get antegrade access from groin area to pta or balloon area to dislodge the oad with no success. The oad was cut outside the body and the saline sheath was removed. The crown detached during removal of the backend of the oad and the patient was then transferred to the operating room where the crown was successfully and completely removed from the patient's body followed by angioplasty. There was a delay in the procedure and further ballooning was done when the oad was removed. The patient was stable. In the physician's opinion, there were no issue with the oad and the anatomy of the vessel along with its super calcified nature got in a dissection area and wrapped within the tissue which contributed to the oad being stuck in the vessel.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that vascular dissection is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).

Manufacturer narrative:
The device history record for this diamondback peripheral orbital atherectomy device (oad) lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The oad was returned with the guide wire not engaged. The driveshaft was cut 55cm from the strain relief with the distal driveshaft section not returned for analysis. The damaged driveshaft and saline sheath prevented a test wire from passing through. The device was tested using a known good cartridge. When tested, the oad functioned as intended. Review of the device data log identified 5 stall events and numerous motor direction mismatches. These events may be related to attempted spin events while in a stuck condition, although the exact cause is unknown. When tested, the oad functioned as intended. Csi ID: (B)(4).

Event description:
During treatment of a 2.5 mm severely calcified vessel, the physician got pedal access through anterior tibial (at) artery and went up into the posterior tibial artery (pta) using a non-csi/non-abbott wire and catheter. After the wire reached the desired position, it was exchanged with a diamondback 360 peripheral orbital atherectomy device (oad). The oad was initially spun at low speed without any complications, however, when spun at medium speed, the oad could only move forward and could not be pulled backward. There were no angiograms performed between runs. The physician attempted to get antegrade access from groin area to pta or balloon area to dislodge the oad with no success. The oad was cut outside the body and the saline sheath was removed. The driveshaft section of the oad was cut and separated from the handle of the oad. The patient was then transferred to the operating room where the distal portion of the oad was successfully and completely removed from the patient's body. Percutaneous transluminal angioplasty was performed after removing the distal portion of the oad. There was a delay in the procedure and further ballooning was done when the oad was removed. The patient was stable. In the physician's opinion, there were no issue with the oad and the anatomy of the vessel along with its super calcified nature got in a dissection area and wrapped within the tissue which contributed to the oad being stuck in the vessel.